Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, explanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen, unknown (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that¿the patient experienced symptom return. The patient was not getting relief from their therapy, and a leak was suspected. However, surgery was performed, and nothing was found. No [additional] diagnostics/troubleshooting were performed. Surgical removal and replacement of the system occurred. It was unknown if the issue was resolved. The patient's status was alive - no injury. The device would be returned to the device manufacturer. There were no environmental, external or patient factors that might have led or contributed to the event. Information regarding the patients other medications was unavailable.

Event description:
Additional information was received. It was reported clear fluid was leaking from the wound site. It was reported the patient first started experiencing symptom return on (B)(6)2021. Exploration of the pump was performed on the same date. The whole system was changed on (B)(6)2021.

Manufacturer narrative:
Product ID 8780 lot# unknown implanted: (B)(6)2008 explanted: (B)(6)2012 product type catheter h3: analysis is not yet complete as of the date of this report. A follow-up report will be submitted upon completion of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the catheter associated with the event was a model 8731 (not model 8780 as previously reported) product ID 8731 lot# unknown explanted: (B)(6)2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless connector. Analysis noted that a magnified view showed tubing separated from the tapered seal inside the sc connector and leaking was seen during pressure testing. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp could not locate the serial number of the catheter. The hcp had initially told the company representative that it was a model 8780 and that it was the pump segment that was attached to the pump that was returned to the manufacturer for analysis. Additional information was further received via a company representative on 2021-aug-18. The company representative recalled that the hcp had discarded one segment of the catheter in the sharps bin, but they managed to get it out of the bin. Additional information was received from a company representative on 2021-aug-23. Regarding the catheter returned / catheter associated with the event, it was clarified that the catheter was a model 8731 and not a model 8780 as previously indicated.